Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that on (B)(6) 2019, a patient in a hospital¿s intensive care unit (ICU), admission date not reported, experienced an unknown event that required cardiopulmonary resuscitation (CPR) efforts. During this event, the heartstart xl monitor / defibrillator¿s battery was charging slowly, which resulted in a delay in treatment. The patient experienced an outcome of death. The device was being used with paddles for defibrillation.

Event description:
It was reported to philips that the hospital staff connected the patient to the heartstart xl device via defibrillator paddles and initiated cardiopulmonary resuscitation (CPR) rescue efforts. During the rescue efforts, the heartstart xl battery charged slowly and the delivery of therapy was delayed. The patient experienced an outcome of death. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. The number of shocks attempted and shocks delivered was not reported. The hospital reported that they do not believe the device to be the cause of the patient's death.